Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024 the set was in use for 2 days and fell off while in use. The patient replaced infusion set and resumed insulin successfully. The blood glucose levels were displayed as high and was treated with correction injection via mdi. No further information available.